Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Manufacturing representative reported that patient had a stroke and is recovering. Rep reported that stroke occurred prior to the implantation of leads. Rep reported that patient presented stroke like symptoms during mer testing.

Event description:
It was reported that a case was stopped due to complications. Additional information was received from the manufacturing representative (rep). Rep reported that procedure was stopped due to patient presenting stroke like symptoms. Rep reported that this occurred during the mer testing phase and was prior to devices being implanted. Rep reported that implant and extensions are in use. The suspected cause of stroke-like symptoms was the microelectrode insertion cannulas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.